Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the heart block was contaminated. The battery contacts were compressed and the keyboard was scratched. The lower case, side bail covers, and ring cover were broken. The ring was bent.

Event description:
The external pulse generator was returned for correction due to a field advisory. It subsequently tested out of specification during the manufacturer's analysis.